Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy occurred, as there was a decrease in compound muscle action potential (cmap), and diaphragmatic response reduction via abdominal palpation was also observed. Double stop technique was subsequently performed. The case was completed with cryo. It was noted that the patient's phrenic nerve palsy did not recover, as right diaphragm elevation persisted as observed via computed tomography (CT) scan, and the patient had difficulty breathing. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 6 applications were performed with balloon catheter, 2af284 with lot number 04060 without any issue on the date of the event. A clinical issue was encountered during the procedure. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.